Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n295533, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date in 2013, the patient's pump had stopped working and the patient started falling. The patient would fall out of the blue and now had to walk with a cane. The patient mostly hurt his face or elbows as a result of falling. The patient had informed his healthcare provider (hcp) of the falls, and per the hcp, the falling was due to the patient's spine. The patient had three bones removed when the hcp went into his lower spine to repair some damage found to the patient's spinal cord. The spinal cord was "tied up in knots like spaghetti." Additional information has been requested regarding the cause of the event, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.